Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose was 23 mmol/l at the time of incident and current blood glucose was 12.4 mmol/l. Customer had been using insulin pump system within 48 hours of reported high bg event. The customer was treated with insulin pump. The insulin pump received insulin flow block alarm. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.